Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 2360 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: return status of product in question? Product taken out of circulation. Any patient consequences as a result of event report ? None reported as yet. Was procedure completed successfully ? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is the specific issue with the device during this procedure? Did the suture detach from the needle? Or did the needle break? What was the name of the procedure? Were x-rays taken to locate the needle piece(s)? Size of the needle piece retained: what measures were taken to retrieve the broken piece? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Was more than half the needle retained in the patient? Where is the needle retained; in what structure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an laparoscopic appendectomy on (B)(6) 2021 and suture was used. The suture needle broke off and retained in the subcuticular on skin closure. Consultant surgeon retrieved needle which has been retained for inspection. Tip of needle retained. Additional information was requested.